Manufacturer narrative:
In general, there are multiple potential causes for elevated body temperature in patients with severe burn injuries. No death has yet been attributed to btm or is expected. However, it is possible that elevated body temperature resulting in serious injury may happen again. Further details are pending regarding the potential causes for this specific patient and the clinical outcome after these events.

Event description:
The patient was implanted with btm to the back and abdomen for burn reconstruction and experienced elevated body temperature. The wound size was 48% total body surface area (tbsa) and stated to be full thickness. It was reported that the elevated body temperature "happened within hours" of btm placement. The maximum temperature noted was 102.4f which lasted several hours and has been "every 2 days". It was confirmed the patient wounds had no clinical infection at the time of btm placement. The patient received broad spectrum antibiotics for 2 days, followed by "levaquin (levofloxacin) for "s. Pneumo" (streptococcus pneumoniae). The surgeon commented that the "fever persists with aggressive abx (antibiotic) therapy for all pts".